Event description:
A customer contacted beckman coulter inc., (bci) regarding lower than expected inhibin a results generated by the access 2 immunoassay system for five patients. Subsequent testing produced higher results in a different clinical category for all five patients. The low results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The results were obtained from serum samples that were stored frozen prior to analysis. Qc was within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(4) 2010 which passed within instrument specifications. A field service engineer (fse) was dispatched: the fse made adjustments to the transducer voltage. The fse performed a high sensitivity system check; no issues were noted. A definitive root cause has not been determined to date for this event.